Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered syncope episodes and was hospitalized. Atrial undersensing during atrial tachycardia/atrial fibrillation (at/af) episodes on the right atrial (ra) lead was noted. This was causing inaccurate episode recording and inappropriate implantable pulse generator (ipg) pacing during atrial arrhythmias. The ra lead and ipg remain in use. No further patient complications have been reported as a result of this event.